Event description:
It was reported that, "alumina liner and head was removed because of pain and sensation of shifting and grating. Surgeon believed that the neck of the stem was impinging against the metal rim of the ceramic liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog number and lot codes of other devices listed in this report: cat # 6565-0-132, lot# 9626402 description: alumina v40-femoral head 32mm, +0mm nk, cat# 6265-1-008, lot #8544201 description: meridian tmzf hip stem #4/12mm. At this time, it cannot be determined which of these devices may have caused or contributed to the event.